Event description:
It was reported that "they have experienced over time the need to high cuff pressure. They need 40-50 mm cuff pressure in the endotracheal tubes. If lower, they experience leakage. (On recommended pressure 20-30.) Is there something special about the parker tubes and recommendations on cuff pressure? Is it known to "allow" higher pressure? We sell a lot of tubes, and this is one of the first "complaints" on this matter. This is not one single event. They have experienced over time the need for too high cuff pressure".

Manufacturer narrative:
H6: 4756 (appropriate impact term/code not available): e/t tube the product involved in the report has not been returned. A review of the device history record is in-progress. All information reasonably known as of (B)(6) 2024 has been included in the health authority report. Should additional information be obtained a follow-up health authority report will be provided. The information provided by sunmed holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to sunmed holdings llc. Sunmed holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sunmed holdings complaint database and is identified as complaint - (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a sunmed holdings llc. Product is defective or causes serious injury. The complaint reported an issue of "cuff leak." An investigation determined that no patients were affected. Scar 24-064 has been initiated for well lead to further investigate the leak issue. A risk assessment was performed, and the ultimate risk was determined to be low which does not require reporting to the CAPA review board. This is the tenth complaint reported for part number I-pfhv-70 for "leak" there were thirteen other complaints reported for part number I-pfhv-70 during the same timeframe related to different failure modes. This is the eighth complaint reported for part number I-pfhv-80 for "leak" there were six other complaints reported for part number I-pfhv-80 during the same timeframe related to different failure modes. Response letter sent to the customer. We will continue to monitor trends during our periodic complaint review meetings.

Manufacturer narrative:
H6: 4756 (appropriate impact term/code not available): e/t tube. The product involved in the report has not been returned. A review of the device history record is in-progress. All information reasonably known as of 22 nov 2024 has been included in the health authority report. Should additional information be obtained a follow-up health authority report will be provided. The information provided by sunmed holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to sunmed holdings llc. Sunmed holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sunmed holdings complaint database and is identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a sunmed holdings llc. Product is defective or causes serious injury.

Event description:
It was reported that "they have experienced over time the need to high cuff pressure. They need 40-50 mm cuff pressure in the endotracheal tubes. If lower, they experience leakage. (On recommended pressure 20-30.) Is there something special about the parker tubes and recommendations on cuff pressure? Is it known to "allow" higher pressure? We sell a lot of tubes, and this is one of the first "complaints" on this matter. This is not one single event. They have experienced over time the need for too high cuff pressure".